Event description:
According to the reporter, during a thoracic surgery, the device was fired with difficulty. The staples did not properly form the b-shaped. The staple line was also distally incomplete. To resolve the issue, a new handle and reload was used. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: egia60amt egia 60 artic med thick sulu, lot # p1b1481s. If information is provided in the future, a supplemental report will be issued.